Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there were challenges using the administration set while properly spiking the medication bag. The pump appeared functional, however the medication did not infused and the air was present in the line. There was patient involvement, but no harm or adverse event was reported.